Manufacturer narrative:
Follow-up # 1 (02/27/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on january 30, 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter remote's display was damaged. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue occurred on the same day she contacted lfs for assistance at approximately 8:30am. Approximately 10-15 minutes prior to the alleged issue the patient was reportedly experiencing symptoms of "feeling shaky and nauseous." The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and it is not known if she took any action regarding her usual diabetes management routine in response to the alleged issue. It is not known if the patient received any form of treatment in response to the alleged issue, but she did have a back up meter available. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time and there was no evidence of misuse. The reporter mentioned red and blue swirls on the display. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did have a back up meter available to test with. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.